Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (1) lvp door is being replaced due to defective restart keypad. The customer confirm that there was no patient involvement .

Manufacturer narrative:
The customer reported complaint of the lvp door assembly being replaced due to defective restart button was confirmed. External inspection of the returned lvp door assembly was performed. The lvp door assembly was observed to have damage to the flex cable. The lvp door assembly was connected to the cad pcu test fixture for functional testing. Testing results identified that the restart key did not function on the lvp door assembly. Electrical failure- design issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only the door assembly with keypad was provided for investigation.

Event description:
It was reported that (1) lvp door is being replaced due to defective restart keypad. The customer confirm that there was no patient involvement .